Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall about 250 mg/dl, follow the treatment advise of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that she had high blood glucose results for approximately 24 hours. On (B)(6), her blood glucose was 281 mg/dl, and she gave herself a 2.05 u bolus. At 11:33 am, it was 123 mg/dl. When she tested again at 6:52 pm, it was 283 mg/dl, so she took a 3.05 u bolus. Her results were in the normal range until 12:00 am, when it was 444 mg/dl, and she took a 4.40 u bolus. On (B)(6) at 7:00 am, her blood glucose result was 370 mg/dl. At 11:39 am, it was 370 mg/dl, and she gave herself a 3.2 u bolus. At 2:09 pm, she deactivated the pod after speaking with her health care provider. She felt that it was not working. She said that the cannula was kinked and had a small amount of blood at the tip.